Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that initially when trying to connect with ins to access MRI mode on call, the patient (pt) was getting "communication error". Pt was attempting to use communicator while plugged into power supply. Reviewed to unplug communicator from power supply when in use. Pt continued to get "communication error" message on call and clarified message said "unable to communicate with device, communication lost, ensure external device is within range of battery or in place, press button on external device if you are not connecting the device". Confirmed communicator was sufficiently charged. Pt confirmed communicator and handset were in close proximity on call. Pt ended session and powered off communicator. Pt entered my therapy app again and confirmed was able to successfully communicate with ins. Pt then stated once connected with ins on call that they got por message ("por has occurred please check device battery level, therapy has been turned off"). Pt stated they charged ins today. Pt pressed ok on por message screen and navigated to batteries on call. Pt confirmed ins battery level is 100%, communicator 52% and handset 56%. Pt stated therapy showed it was off during the call. They noted that they had been having to wear a pad since the day of implant. They didn't know how long therapy has been turned off. Pt wanted to leave therapy off until after MRI scan and then would turn therapy back on. Additional information received on 2021-feb- 08 from the patient. The patient indicated that the cause of difficult connecting was unknown. It was unknown if the por was due to battery depletion. They were able to turn on the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight: 190 pounds.